Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Applicators were broken and the string to pull out weren¿t even attached correctly [device physical property issue] . Case narrative: consumer reported via e-mail that the applicators were broken and the tampon strings were not attached correctly. No injury reported.